Event description:
Clinic notes were received indicating that during an office visit on (B)(6) 2014, the vns patient¿s device was tested and diagnostic results revealed high lead impedance (impedance value ¿ 7035 ohms). The patient reported that he felt stimulation and knew that he had damaged the device. The patient¿s device was subsequently programmed off. It was reported that the patient had a fall that is believed to have caused or contributed to the high lead impedance. X-rays were taken and were reported by the neurologist to be unremarkable. The notes indicate that during an office visit on (B)(6) 2013, the patient reported feeling a tingling sensation 2-3 times a week at his generator site. The neurologist stated that there may have been an issue with the patient¿s electrode as a warning message appeared during the office visit; however, diagnostic results during the office visit showed lead impedance (impedance value ¿ 3601 ohms) within normal limits. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2012. No known interventions have occurred to date. Attempts for additional relevant information were made but have been unsuccessful to date.

Manufacturer narrative:
Model #, serial #, lot #, expiration date, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data. Date of implant; corrected data: the previous MDR incorrectly reported the implant date. Manufacture date, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data.

Manufacturer narrative:
Date of event, corrected data: the initial manufacturer report incorrectly reported the date of event.

Event description:
Product information was obtained. An implant card was received indicating that the vns patient underwent generator and lead replacement surgery on (B)(6) 2014. The explanted generator and lead have not been returned to the manufacturer to date.

Manufacturer narrative:
Review of the available programming and diagnostic history. Device failure is suspected, but did not cause or contribute to a death or serious injury.